Event description:
The manufacturer received information from the patient's wife reporting that her husband passed away on (B)(6) 2022, "due to use of a CPAP device". The patient's wife reported that she does not know if "the 1st device harmed him or the second device." The patient initially had a recalled device that was "trashed as advised," and then he had a replacement device, which they no longer have. The patient's wife reported that the death certificate stated that her husband died of respiratory failure and pulmonary fibrosis. The patient's wife also reported that the patient used the device until he went to the hospital and that he passed away in the hospital the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.